Event description:
A surgeon reported a pt who is disappointed in his results following bilateral intraocular lens (iol) implant surgery. The surgeon reported the pt is experiencing metamorphopsia in both eyes, right eye worse than left, diplopia in his right eye and a hyperopia in both eyes. Medical records were received and reviewed. The pt reported monocular diplopia in his right eye on the third postoperative day. For the left eye, the pt reported metamorphopsia at the one month postoperative visit. He reported he could not see well at distance and close vision with no pain and some lacrimation at his six week postoperative visit. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).